Event description:
The caller reported a tandem mobi cartridge alarm, which was confirmed as cartridge alarm 34. There was no adverse impact on the customer¿s blood glucose levels. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. Both reloading the original cartridge and using a new one allowed the customer to resume insulin therapy, resolving the issue.